Manufacturer narrative:
The reported events were lead dislodgement and the helix would not extend. As received, a complete lead was returned in one piece for analysis with the helix retracted and clogged with blood/tissue. The reported event of the helix would not extend was confirmed. X-ray examination revealed that the inner coil inside the connector region was over torqued, which is consistent with procedural damage. After cleaning the blood/tissue from the helix and applying torque to the inner coil, the helix could be extended and retracted. The fully measured helix extension length was within specification. The cause of the reported event of the helix would not extend was isolated to the helix being clogged with blood/tissue and an over torqued inner coil. During electrical testing, the lead was shorting due to the over torqued inner coil at the connector region. Visual inspection of the lead did not reveal any anomalies, with the exception of procedural damage.

Manufacturer narrative:
Source: this product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant procedure, the right atrial (ra) lead became dislodged due to not being properly fixated. While trying to revise the ra lead the helix was unable to extend. The ra lead was explanted and replaced to resolve the event. The patient was stable with no consequences.